Manufacturer narrative:
Explanted date: device was not explanted the actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the involved 8 french angio-seal device was used to close after a sma arteriogram and stenting case using a 7 french tourguide sheath. The patient bleed 24 hours after procedure. The patient was on heparin. A thrombin injection was given for the pseudoaneurysm. The deployment was fine. There was no bleeding during deployment. The patient's pain was not until the acute bleeding episode the following day. The patient has two (2) to four (4) hours bedrest after the procedure. Access site arteriograms looked normal. There were no access issues during the case. This was a right common femoral access with ultrasound, single puncture. The estimated blood loss was less than 200ml.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a hematoma. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the involved 8 french angio-seal device was used to close after a celiac arteriogram with stenting case using a 7 french tourguide sheath. The patient had no issues, and the procedure was successful. The angio-seal deployment was fine, with no bleeding during deployment. The patient's pain was not until the acute bleeding episode the following day. 48 hours post procedure the patient experienced a hematoma. The patient was on heparin and had two (2) to four (4) hours of bedrest after the procedure. The access site arteriogram looked normal. There were no access issues during this case. This was a right common femoral access with ultrasound, single puncture. The estimated blood loss was less than 200ml.